Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and could not duplicate the reported issue. Physio-control did however verify the reported issue through an evaluation of the electronic device keylog. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer reported that during a patient event, their device reportedly lost power while monitoring the patient. The customer indicated that the device powered itself back on and could be used again. No additional information regarding the reported event or the patient has been provided. There were no known adverse effects to the patient during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified via the electronic keylog records that the reported issue occurred. Physio-control replaced the battery wire harness and observed proper device operation through functional and performance testing. The removed battery wire harness was further evaluated and it was observed that a wire was pinched and had two broken strands internally where the internal wire was exposed.